Manufacturer narrative:
Section f: this section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. H.6. - patient code = 2597 - although there was reportedly no impact to the patient, the event description indicates blood loss did occur. The amount of blood loss was not available. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found a tear on the area where the two balloons had been welded. Magnifying inspection of the tear found evidence of elongation. No anomalies were noted in the welding area. The welded segment was cut at the tear and the cut cross-section was inspected under magnification. There were no anomalies noted. The wall thicknesses of the sheets were confirmed to meet manufacturing specification. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. The exact cause cannot be determined based on the available information. The case details indicate that the actual sample was subjected to some pulling and tearing forces which exceeded the product strength on the segment where the small and large balloons had been welded with each other. However, there is no evidence that the reported event was related to a device defect or malfunction. The device labeling does address the potential for such an event in the instruction for use (IFU) with statements such as the following: "while using, be careful not to put excessive load on the pressure confirmation balloon or compression balloon that could break it." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Pat. Code: 2199 - not labeled pat. Code: 2597 - labeled dev. Code: 2993 - labeled

Event description:
The user facility reported an air leak in the tr band device. Follow up communication with the user facility confirmed the following information: the tr-band was inflated with air and applied to the patients wrist. Immediately after, the customer found bleeding at the patients wrist and the balloons were leaking air. The device was replaced with a new tr-band and the bleeding stopped. The amount of blood loss is unknown. The procedure was completed successfully. It was reported that there was no harm to the patient.